Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Patient presented to the hospital after receiving multiple inappropriate therapies. Chest x-ray revealed lead perforation. The lead was explanted.

Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification.